Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's mother reported that approximately 10 days prior her daughter stopped responding to questions when wearing her audioprocessor. There is no report of an accident or trauma. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's mother reported that in mid-february, her daughter stopped responding to questions when wearing her audio-processor. There is no report of an accident or trauma. The recipient was re-implanted.